Event description:
The customer observed a falsely depressed total bilirubin2 on the alinity c processing module for a four-day old patient. The testing was performed on a short sample, but no error flag was generated for the total bilirubin result. Therefore, the result was autovalidated from the ams and the result was released. The same sample also generated an aspiration error 3440 for alp, which was blocked by ams as expected. The following results were provided (reference range 5-200 umol/l): sid (B)(6), initial total bilirubin result= 47 umol/l; previous result= 259 umol/l; new sample collected result= 302 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was inspected and no definitive part was identified as the issue, however sample integrity could not be ruled out as a review of the module logs found the sample was hemolyzed and icteric. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer observed a falsely depressed total bilirubin2 on the alinity c processing module for a four-day old patient. The testing was performed on a short sample, but no error flag was generated for the total bilirubin result. Therefore, the result was autovalidated from the ams and the result was released. The same sample also generated an aspiration error 3440 for alp, which was blocked by ams as expected. The following results were provided (reference range 5-200 umol/l): sid (B)(6), initial total bilirubin result= 47 umol/l; previous result= 259 umol/l; new sample collected result= 302 umol/l . There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.